Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that when utilizing the right gantry control panel for the "patient release" (unload) button, after releasing the button, the couch continued to move to the lowest position on a mx8000 idt. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse determined that the "patient release" (unload) button on the right gantry control panel was stuck engaged and replaced the gantry control panels to resolve the issue.

Manufacturer narrative:
(B)(4). On 02-apr-2015, the customer, (B)(6) reported that while attempting to position a patient at the beginning of a scan utilizing the right gantry control panel unload button, when the operator released the button, the couch continued to move to the lowest position. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The customer contacted philips help desk to inform them of the event. The fse arrived on site and evaluated the system. The fse determined that the ¿patient release¿ (unload) button on the right gantry control panel was stuck engaged causing the uncommanded motion of the patient support. The fse replaced the gantry control panels to resolve the issue. After the service, there have been no further recurrences of the event at the site. Engineering investigated the defective parts. The returned front-right control panel was taken apart, each mechanical contactor was manually pressed and they function as intended. Each button was visually examined. The unload button has a lot of dry gel-like material deposited on the side of the unload button. This could be that the contrast accidentally got into the gap between button and panel during the patient preparation. Those material can cause extra fiction for releasing the button. The fse replaced the gantry control panels to resolve the issue. Engineering evaluated this issue and determined that this event is broadly applicable risk with the following mitigations for this issue: two independent controllers, driven by independent circuits, are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Stop button. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the acquisitor checks for correct direction and that spiral motion does not stuck. The button was stuck engaged because the metal piece is pushed down for contact and released by the magnetic force and metal mesh. The metal mesh and magnetic material lose its tension and the metal piece cannot be released.